Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during pre-surgical check for atrial flutter ablation. Fluoroscopy revealed atrial lead dislodgement. The lead was reprogrammed to vvir. Patient was asymptomatic and was stable.